Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded. The battery cap that was returned for investigation had stripped threads and was not able to maintain electrical connection when placed on the pump; the alleged power issue was duplicated with the damaged cap on the pump. A test cap was placed on the pump and was able to maintain electrical connection to complete the investigation. After the pump was powered on, the pump was exercised for 24 hours without further power interruption. Unrelated to the original complaint, the battery compartment was noted to be cracked.